Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non dependent patient presented to the clinic for a regular visit and noted to be symptom free. The implantable cardioverter defibrillator could not be interrogated. Multiple programmers were tried without success. The device was explanted and replaced on (B)(6) 2018. During replacement procedure, it was noted that the right ventricular (rv) pacing impedance was high out of range. The capture threshold was also high. The lead was capped and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
Correction: information that the right ventricular (rv) lead exhibited loss of capture was missed in the initial report. This report notes that there was loss of capture. Correction: device code for loss of capture was missed in the initial report. This report notes the appropriate code.

Event description:
There was loss of capture noted on the right ventricular (rv) lead.